Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, it was reported that the xt valve may have embolized due to the tricuspid ring internal diameter being too large for the 29mm xt valve. There was no allegation or indication that the event was related to a device malfunction. No further actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, a 29mm sapien xt valve was implanted with the ascendra+ delivery system in a failing sorin sovering 28mm ring in the tricuspid position via right atrial puncture. Post deployment, the xt valve embolized into the right atrium and was explanted. The implanting team determined that the patient's only treatment option was an attempt to implant a sapien xt 29mm within the tricuspid ring. The patient had a number of co-morbid disease processes and previous open sternotomies x 2 which ruled out another surgical treatment option. The team elected to proceed after confirming the high risk nature of the attempt had been discussed with the patient and family and full bailout plans were in place to deal with any consequence. The team had also conducted CT analysis of the internal diameter of the ring as being between area 540-620 cm2 ¿ within range of the 29mm sapien xt valve area. The procedure was commenced with right atrial access via 6th intercostal space. The right atrium (ra) was severely dilated (10cm). Purse string sutures were placed and atrium cannulated. Tricuspid valve crossed and wire exchanged for amplatz super stiff wire positioned within the right ventricle (rv). They did not want to use a stiffer wire nor anchor wire in pa. The ascendra+ sheath was inserted into the ra. A 29mm sapien xt prepared and inserted into sheath. The rv wire position was lost during insertion, but the team managed to rewire and regained suitable wire position in rv. The valve was advanced into position and assessed with contrast injections under rapid pacing at 160bpm. Once the valve was placed in a suitable position, pacing was recommenced and the valve was fully deployed using full nominal volume. On cessation of pacing the xt valve embolized into the ra. The patient remained hemodynamically stable. The wire and delivery system were left in place while the patient was placed on bypass. The ra was opened and the xt valve was extracted. The valve was noted to be fully expanded prior to extraction. A full surgical tricuspid valve replacement was them performed, minimally invasively. The patient remained stable at time of report. It was thought that event was due to the tricuspid ring internal diameter possibly being too large for the 29mm sapien xt valve despite CT assessment and valve app recommendation.